Event description:
It was reported that a catheter was partially explanted. It was noted that there was fluid in the pocket. It was reported that the catheter tear could be seen at the connector. It was noted that the catheter had a break at the pump connector. It was reported that the actions as a result of the event was a revision. It was noted that the catheter was cut where you could see the tear. It was reported that the catheter was replaced with a new connector. It was noted that a dye study was performed. It was reported that the issue was resolved. It was noted that the cause of product issue was a catheter tear. It was reported that the pump was being used to infuse dilaudid. It was noted that the patient¿s pump was explanted. It was reported that there was no alleged product issue. It was noted that the pump was replaced. It was reported that the patient¿s ¿pump was close to elective replacement indicator (eri)¿. It was noted that the patient¿s status at the time of report was alive ¿ no injury. It was reported that the patient had flu like symptoms, ¿felt seek¿. It was noted that the location of issue or symptom was the device pocket. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709, lot# l69917, implanted: 1999 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_cath, product type: catheter. (Product ID: 8709, lot# l69917, implanted: (B)(6) 1999, product type: catheter. No longer applies). The catheter was returned, and analysis found sc connector/coring-tears-cuts in seal/meets leak criteria per ndhf1162-113599. The pump was returned and analysis found no significant anomalies. (B)(4).